Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized from the event. Treatment for the event was unknown. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6 and d10. B5: upon follow up, it was reported that on the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing) and fortum injection (1gm, once daily, ongoing) for peritonitis. At the time of this report, the patient has recovered from the peritonitis event (seven days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized from the event. Treatment for the event was unknown. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.